Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was implanted to treat an obstructive jaundice in the common bile duct during a bile duct stent placement procedure performed on (B)(6) 2024. During the procedure, it was attempted to release the stent at the intended site, however, during release, the outer catheter got shrunk and wrinkled and the inner catheter separated. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated with the additional information received on january 15, 2025. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Block h11: a flexima biliary stent and delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached broken, buckled, bent, and stretched. In addition, the push catheter was also buckled and the push catheter suture hole was torn. No other problems were noted to the stent and delivery system. Product analysis confirmed all the reported events. The investigation concluded that the reported events and additional observed damages were most likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was implanted to treat an obstructive jaundice in the common bile duct during a bile duct stent placement procedure performed on (B)(6) 2024. During the procedure, it was attempted to release the stent at the intended site, however, during release, the outer catheter got shrunk and wrinkled and the inner catheter separated. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.